Manufacturer narrative:
(B)(4). Evaluation, results: (moderate stenosis, mild calcification and severe tortuosity) (arterial and venous occlusion). Evaluation, conclusion: (moderate stenosis, mild calcification and severe tortuosity).

Event description:
An aneurx stent graft system was successfully implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm was 4.4 cm in diameter and the aortic neck was 5 cm in length. The vessel morphology was reported as moderate stenosis that was ballooned prior to stent graft implant, mild calcification and severe tortuosity. The patient presented emergently 14 days post initial implant with leg pain. The angiogram demonstrated that the ipsilateral limb (up to flow divider) and extension limb were occluded with thrombosis (MFR 2953200-2011-00009). The physician performed a femoral to femoral bypass due to the severe tortuosity of the vessel. No additional clinical sequelae were reported and the patient is fine.